Event description:
It was reported that during a da vinci hysterectomy surgical procedure that the jaws on the mega suturecut needle driver instrument would not stay open. The instrument was unable to close, hold a suture, or cut. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's blades had mechanical indentations and burrs. One blade had a scratch like indentation. This acted as a mechanical stop for the other blade when closing, and did not allow the blades to close and work properly. Failure analysis concluded that the mechanical indentation and blade damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .252 - .168 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.